Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a progressive decrease in lead impedance from 400-500 ohms bipolar at implant to <200 ohms bipolar (250-285 unipolar). It was also reported there were 6,638,505 low impedance paces since lead warning of (B) (6) 2009. The lead was capped and replaced. No patient complications have been reported as a result of this event.